Event description:
US Clinical Narrative:Impella CP was inserted percutaneously right femoral artery access site in a 60-year-old male patient presenting with Acute Myocardial Infarction/ Cardiogenic Shock. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was medically supported by inotropes, vasopressors, and respiratory support and concomitant Extracorporeal Membrane Oxygenation (ECMO) support.The Impella system was operating as intended at Performance (P) level P-4, providing approximately 2.4 L/min flow with a 5% dextrose in water sodium bicarbonate purge solution.During therapy, an Impella Connect transmission error was reported in which the connected pump was not displayed correctly within Impella Connect, console use was only visible as a live transmission, alarms and P-level changes were not documented in history, and the pump serial number was not displayed. Separately, imaging confirmed that the Impella CP had migrated into the aorta and could no longer be repositioned across the aortic valve into the left ventricle. No anatomical abnormalities, CPR, or cannula/catheter kinking were reported. The pump was determined to be in poor position and was removed due to the positioning issue. A second Impella CP was implanted. The replacement device functioned through the remainder of support. Subsequently, care was withdrawn and the patient expired.Connect cloud/website transmission issue did not cause or contribute to the pump migration, explant, withdrawal of care, or patient death.The death is most likely due to the patient¿s clinical presentation of SCAI shock stage E which has a known increased mortality. However, due to the delay in initiating hemodynamic support for this critically ill patient the Impella product cannot conclusively be dissociated from the event.

Manufacturer narrative:
Updated information:B1 selected Adverse Event and selected Death.B5 updated clinical narrative.H1 changed to Death.H6 Impact code added F02.